Event description:
It is reported that the patient was revised for dislocation one year after the device was implanted. Both femoral component and acetabular shell were well fixed. The liner was found to be fractured along the rim and dissociated from the metal shell.

Manufacturer narrative:
Information was received from a journal article. It is not known which stem and head were used in conjunction with the liner. No devices were received for analysis. A photo of the liner shows approximately three-quarters of the rim has fractured off. Surgical notes were not provided. X-rays were not provided; however, the article stated that x-rays were reviewed and found an abduction angle of 40 degrees and anteversion angle of 45 degrees. The surgical technique instructs the user to implant the shell at 45 degrees abduction and 20 degrees anteversion. Patient was described as (B)(6), female, with a (B)(6). Patient activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. For this case, the angle of anteversion was much greater than described in the surgical technique. This may have caused impingement, leading to the fracture of the rim. However, a definitive root cause cannot be determined with the information provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.